Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly. The patient went to the hospital two weeks prior to the revision surgery. Upon inspection, a crack was identified in the cuff connecting tube, and the cuff was replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly. The patient went to the hospital two weeks prior to the revision surgery. Upon inspection, a crack was identified in the cuff connecting tube, and the cuff was replaced. There were no patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly. The patient went to the hospital two weeks prior to the revision surgery. Upon inspection, a crack was identified in the cuff connecting tube, and the cuff was replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and leak tested. The cuff passed all testing performed; no damage or abnormalities were observed. Based on the available test results and investigation, the allegation of mechanical issue and hole/perforation could not be confirmed, and no other fault conditions were identified. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.